Manufacturer narrative:
Device evaluation : g4, g7,h2, h3, h6 and h10. Result of investigation: the device was returned for investigation and the customer complaint could not be confirmed or duplicated. The unit passed all the bench testing. A 3yr/15k pm was performed and the pigtail was replaced.

Manufacturer narrative:
(B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the revel ventilator was alarming failed fs while on a patient. The unit was using a mask bi-pap, they replaced the patient circuit and the mask and the problem was not corrected. The customer confirmed that there was no patient harm associated with the reported event.